Event description:
The dental implant fx3610swc was removed on (B)(6) 2017 due to failure to osseointegrate within 4 months of implantation. The doctor indicated local infection and bone resorption during the surgery. The patient has history of diabetes. The patient recovered without complications.